Event description:
It was reported that the inner tip came off in the patient and was not retrieved. It was seen in x-ray and the surgeon looked for it but could not locate it. Procedure was an ankle arthroscopy.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record revealed nothing relevant to this event. Evaluation of the returned device revealed that the inner shaft cutting window tip is broken off. Edge of the window on the outer shaft is severely indented, which indicates that inner window collided with outer window causing the observed damage and the inner window to shear off. The device met all material specifications as received. This type of event is caused by excessive bending forces applied to the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.